Manufacturer narrative:
Additional information: b5, g3, h2, h11. Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the incision size was well within the standard surgery protocol.

Manufacturer narrative:
The device is not available for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during the implantation of an intraocular lens(iol) into the eye, a broken haptic was observed. The incision was enlarged to remove the iol. Sutures were not required. Additional information was requested but not received.